Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump caused no sound while loading set. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "no sound when set is loaded" was reproduced as fingers and valves do not engage when the door is opened, because the device thinks the door is constantly closed. The additional functional testing was performed and no audio abnormalities were noted. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The cause of the condition was faulty upper and lower latch switch. The upper auxiliary and lower auxiliary required to be replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.